Event description:
A premature male infant born on (B)(6), was intubated and on the servo-I ventilator with the following settings: synchronized intermittent mandatory ventilation (simv) with pressure 18, positive-end expiratory pressure (peep) 6, respiratory rate 30 breaths/minute, and oxygen 50%. The pt's base oxygen saturation was 84%. He was started on inomax at 20 parts per million (ppm) via inomax ds #(B)(4) at 16:30 the same day. After starting inomax, the baby's oxygen saturation improved to the low 90's. On (B)(6) 2010 at 01:00, the baseline value of the fraction of inspired oxygen (fio2) was between 28% and 35% with oxygen saturation levels in the low 90's. Approximately 20 minutes later, the nitric oxide (no) high alarm sounded on the inomax ds device. A respiratory therapist (rt) immediately responded to the alarm event. It was reported after the "high no alarmed, then the no reading dropped to zero and the rt could not get a no reading on the machine." The baby's oxygen saturation decreased to 66%. The ventilator fio2 was increased to 75%. According to the rt, the "desaturation lasted a minute or two" before the baby was removed from the ventilator and manually ventilated with the inoblender. The neonatal intensive care unit (nicu) uses a neopuff air/oxygen (o2) blender "t"ed into the inoblender to titrate the oxygen concentration delivered. While the rt was troubleshooting the inomax ds, the oxygen concentration delivered via inoblender/neopuff blender was gradually decreased to 30%. The pt was manually ventilated for 1 1/2 hours with oxygen saturations in the mid 90s while the device was troubleshot by the hospital personnel. Unable to correct the problem, another inomax ds device was brought over from the adult unit and set up for use. (B)(4) technical support was not utilized. The next morning at 03:00, the pt was placed back on the servo-I ventilator at 30% fio2 at 20 ppm with oxygen saturation at 95%. The baby was eventually weaned off of inomax on (B)(6) 2010 at 14:00. The respiratory therapist deems the severity of the decreased oxygen saturation as mild and related to device delivery failure.

Manufacturer narrative:
The nitric oxide (no) high alarm sounded on the inomax ds device. A respiratory therapist (rt) immediately responded to the alarm event. It was reported after the "high no alarmed, then the no reading dropped to zero and the rt could not get a no reading on the machine. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.